Event description:
This unsolicited case from united states was received on 07-dec-2017 from a health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after an unknown latency had pseudosepsis. Also, device malfunction was identified for the reported lot number. Patient had right knee degenerative arthritis. Patient had never smoked and was not exposure to 2nd hand smoke. Patient had no tobacco use. Patient had no fall history. Patient had no history of mrsa. Patient had alcohol occasionally and caffeine. Patient had tonsil and adenoidectomy in 1972, hysterectomy in 1976 (congenital double uterus), cholecystectomy in 1977, c-section in 1980, c (cesarean)-section in 1983, endometriosis in 1998, gastric bypass in 2001, tummy tuck in 2004, removal of plate r hand in 2010, wrist fusion r repeated-new plate inserted in 2010, thumb reconstruction/ r hand /wrist fusion in 2010, l-radial nerve entrapment in 2013, breast mass- normal mammogram (2013), vitamin d deficiency in 2013, arthroscopy knee in 2013, four dental implants in 2014, cubital surgery on left elbow in 2014, carpal tunnel release left wrist in 2014, appendectomy, diabetes, asthma, cystourethroscopy and vertigo. Concomitant medications include albuterol sulfate, naproxen, diclofenac potassium (voltaren), fluticasone propionate, atorvastatin calcium (lipitor), montelukast (singulair), alprazolam, metformin hydrochloride, sertraline hydrochloride, levothyroxine sodium (synthroid), diltiazem hydrochloride, cetirizine hydrochloride, thiamine hydrochloride and hydrochlorothiazide/triamterene. Patient had allergy to amoxicillin/clavulanic acid (augmentin), codeine, pethidine hydrochloride (meperidine hydrochloride), pethidine hydrochloride (demerol), cefaclor (ceclor) (whoozy and breathing problems), prednisone (panic, had a reaction to it) and clavulanate potassium allergy on (B)(6) 2017, patient received treatment with intra articular synvisc one injection, at a dose of 6 ml once (batch/ lot number: 7rsl021 and expiry date: 31-may-2020) for right knee degenerative arthritis. On an unknown date in 2017, after unknown latency had pseudosepsis. It was reported that patient had right knee pain. Corrective treatment: not reported for both events outcome: unknown for both events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a female patient who received synvisc one injection from recalled lot for right knee degenerative arthritis and later had pseudosepsis. Based upon the company investigation, the causal role of the product cannot be ruled out with the occurrence of events. Furthermore, the concerned lot number has been identified to have malfunction by the company.